Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding the statement that "they have a uti at this time that is affecting their voiding", the hcp said there was no device issue. It was unknown and the hcp was unsure if the trial device or therapy caused or contributed to the uti. There were no additional procedures performed at the same time as the basic evaluation. The device was intended to treat overactive bladder. The patient did not have utis prior to the trial. The uti was related to the patient's underlying condition. The uti was resolved. They were treated with 500mg antibiotics twice per day for 7 days on 2024-jun-28 by their primary physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient's trial started on (B)(6) 2024. It was reported that the patient reported they had a uti/kidney infection/bladder infection. Patient will be on antibiotics for 14 days. Patient stated they have a uti at this time that is affecting their voiding. The issue is ongoing.